Event description:
It was reported that the patient experienced syncope and was involved in a car accident. Upon interrogation, the pulse generator exhibited oversensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.